Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother initially called for assistance in changing the infusion set. During the call, customer's mother reported that the customer's blood glucose level was over 600 mg/dl. The customer's mother treated the customer with a bolus. The customer's mother refused troubleshooting.